Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, the implant coil was found detached inside the introducer sheath. This condition was not reported initially. Additionally, axium prime pushwire was found kinked at load indicator from the proximal end. The axium prime coil pushwire was broken but retained by the release wire. The coin was found pulled back from the lumen stop with the shield coil intact. Based on the device analysis and reported information, we were unable to determine the cause of implant coil detached from the pushwire. However, it is possible that the pushwire to break at the break indicator and for the release wire to subsequently pull back from the lumen stop, detaching the implant coil from the pushwire. All devices are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that when opening the package, the fastener of the black delivery pusher had been disengaged and the delivery pusher was been bent. Therefore, the product was not used. No patient injury occurred. Evaluation of the returned device found that axium prime implant coil was found already detached within the introducer sheath.